Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that they were not able to empty their bladder. They wanted to adjust therapy settings but were unable to. They tuned the communicator on and clicked mytherapy and the screen changes to searching for device and a spinning/loading icon. The patient said the screen remained like this for hours before calling. Patient services had the patient restart the communicator and handset. The patient saw searching for device on the handset again. The handset remained on this screen. The patient took the battery out of the handset and put it back in. They turned the communicator off and plugged into the power supply and showed an orange light. They kept the communicator off and entered mytherapy app. The screen should have displayed communicator not found since the communicator was off, but it said searching for device again and remained there. The issue was not resolved through troubleshooting and the patient was transferred to repair for a new handset.